Manufacturer narrative:
The device(s) associated with this adverse outcome was/were returned from a medical examiner greater than two years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Concomitant products: product ID: 4092-58, implanted: (B)(6) 2000; product ID: 4592-53, implanted: (B)(6) 2000. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned by the (B)(6) county medical examiner office with no information. Information identified in the paperwork indicated the patient died approximately four months post implant of the ipg system approximately 2 ½ years ago.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed and no anomalies were found.